Event description:
Technician alleged that the brake casters would spin when the brake was set. No alleged injury.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.